Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels of over 600 mg/dl. Cause was not known. A correction injection was administered to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Customer reverted to an alternate form of insulin therapy.